Event description:
It was reported that during the procedure, after advancing a 3.0 mm x 200 mm x 150 cm armada 14 balloon dilatation catheter (bdc) without resistance to the anterior tibial to popliteal artery, a leaking of contrast was noted at the point of connection between the distal area of the inflation hub and the proximal shaft of the armada 14. As the leaking was believed to be originating from the hub area, the hub was pinched off using gloved fingers in order to maintain balloon pressure, enabling completion of dilatation at the targeted site with the same armada device. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.